Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). Refer to medwatch 2032227-2016-29429.

Event description:
The customer reported via telephone call that the insulin pump had alarmed several times for no delivery. The blood glucose reading was 250 mg/dl. The alarm did not occur during the manual prime and was resolved with a reservoir change. The insulin pump was not replaced or returned for analysis.